Event description:
Patient with artificial urinary sphincter (aus) implanted several years prior, reported the device had been working fine with adequate control. Suddenly, the aus quit working and patient felt loss of fluid. The patient was taken to surgery for cystoscopy and removal of old aus and replacement with a new aus. Surgeon reported that connections were intact, but there was no fluid in the device. There was some urethral atrophy, but no erosion. This patient had history of severe urinary incontinence after a laparoscopic prostatectomy; recto-urethral fistula was closed at another hospital. Manufacturer response for artificial urinary sphincter, ams 800 artificial urinary sphincter (per site reporter): ams will investigate the cause of the malfunction when they receive the device.